Event description:
It was reported that the customer was hospitalized due to high blood glucose of 30.0mmol/l. It was stated that the customer's glucose level kept elevating and had to manually inject every forty five minutes to lower the glucose. Troubleshooting was performed. The time, date, and bolus wizard were correct, but the basal rates were incorrect. Assisted the customer to correct them. Reviewed the alarm history and found low reservoirs happened in the last three days. Assisted to run a fixed prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Instructed the caller to remove the cannula, and it was not bent. Suggested to change the entire infusion set and reservoir. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.